Event description:
As reported by the study, during the 3-year telephone follow-up after percutaneous coronary intervention (pci), it was learned that the patient expired. The event date and the reason of the death are unknown. This patient was randomized to the cypher arm of the study. Pci was performed on a lesion in the mid right coronary artery. Lesion and vessel characteristics as well as procedural details are not available. Pre, intra and post-procedure medications are also not available.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt.